Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no deformation/damage of the channel was observed, nor was there confirmation of any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": "[inspection of the endoscope] 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of the auxiliary water feeding function] 1. Attach a syringe containing sterile water or the water tube from a water pump to the luer port of the auxiliary water tube. Feed water and confirm that water is emitted from the auxiliary water channel at the distal end of the insertion section." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using an evis lucera colonovideoscope, there was an air/water leakage from the body control unit (bcu). There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation there were foreign objects in the plastic distal end cover. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to damage on the flexibility adjustment ring and a pinhole in the air/water channel. In addition to the foreign objects in the plastic distal end cover, additional evaluation findings are as follows: the connecting tube had a wrinkle and a scratch, the plastic distal end cover had a scratch, the light guide lens had a crack, the adhesive around the objective lens was peeled, the suction connector had a scratch and was dirty, the scope connector cover unit had a scratch, the protector of the universal cord on the suction connector side had a scratch, the universal cord had a scratch, the image guide protector had a chip, the grip had a scratch, due to adhesive peeling around the objective lens a streak of flare appeared in the image, the suction cover had a scratch, the pain on the suction cylinder was peeled, and the suction cylinder was shaved. The following parts had scratches: the free/engage, up/down, and right/left knobs, the control unit, the flexibility adjustment ring, the switch 1 and the switch box. The adhesive on the bending section cover had a chip and was peeling off, the up/down knob and the up direction did not meet the standard value. Finally, the sliding of the length range failed. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.